Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital with multiple syncopal episodes, loss of rv capture was observed. There was complete loss of capture in both unipolar and bipolar pacing configurations. Lead damage due to clavicular crush was observed on fluoroscopy. Lead was capped and replaced on (B)(6) 2017. The patient had no complications from the procedure.